Event description:
Same case as: 2134265-2011-02562. It was further reported that no intervention was performed. Timi flow of the side branch pre and post procedure was 1. Post index procedure, the patient experienced myocardial infarction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure the patient experienced side branch occlusion, chest pain and st elevation. Lesion 1 was located in the distal right coronary artery(rca). The lesion was 95% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During this index procedure, source notes indicated that "a 0.014 kinetix guide wire was advanced into the distal rca across the stenosis. Another kinetix guide wire and a non-bsc device were advanced, but it was unable to cross through the posterior descending coronary artery. During the placement of the 2.5x20mm taxus liberte stent in the distal rca, a side branch became occluded. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.75mm in diameter and 6mm long. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. Post index procedure, the patient developed chest pain and experienced st elevation in the inferior leads and an elevation in troponin. Cardiac catheterization was recommended. The patient was brought back to the cath lab and coronary angiography revealed the previously placed stents were patent. Source notes indicated that the patient did have an occluded small side branch from the distal right coronary artery, which likely was causing his symptoms. The patient was treated with medical therapy and discharged 1 day later on aspirin and prasugrel.